Event description:
User facility mandatory medwatch received that stated: "pump was correctly programmed to infuse 10meq kcl in 100ml over 60 minutes. Pump delivered medication over five minutes. No harm to pt but potential thereof. Pump was removed from service, returned to clinical engineering department where it was checked and held until return to company." Upon further query the following info was provided that indicated, the pt received more medication than intended. At an unspecified time, the device was programmed to deliver potassium chloride 10meq/100ml, at the rate of 100ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that 5 minutes after the delivery was started, the delivery was complete. The customer contact stated there was no change in the pt status. No medical interventions were provided. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.52ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). (B) (4). (B) (4).